Event description:
The customer reported that the set was leaking due to the spike disconnecting from the bag during setup while at patient bedside. The set was leaking the drug gemzar and the nurse and patient were exposed by direct contact to the drug. The nurse taped the IV bag to the set with pharmacy tape and it is still not holding them together. Due to the exposure to the drug the nurse and patient had to wash up with soap and change their clothes. An investigation could not be performed since there was no sample, no pictures and no batch number available. Therefore, a root cause could not be determined.

Manufacturer narrative:
(B)(4).